Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, a 2.75x12mm synergy ii stent was selected to treat the lesion. However, it was noted that stent struts were stretched to the tip of the balloon delivery system. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and stretched in a distal direction over the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, a 2.75x12mm synergy ii stent was selected to treat the lesion. However, it was noted that stent struts were stretched to the tip of the balloon delivery system. The procedure was completed with another synergy stent. No patient complications were reported.